Manufacturer narrative:
Visual review confirms screw breakage 3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue, see attached photos. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005535, 510k #k091974 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis : spinal canal stenosis procedure : posterior lumbar interbody fusion levels implanted : l3/4/5 it was reported that on an unknown date, intra-op, after the surgery, screw on one side was found to be broken. Plif performed at l5/s had no relation to the breakage, but because the symptom occurred, it was planned to be performed (planned to perform fixation at l3/4/s). No patient complications occurred as a result of the event.